Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "operator error-incorrect parameters on equipment". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "removal: 5. To remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the patient removed the purewick female external catheter, it pulled the hair and caused a rash. It was noted that the patient had been using purewick products for more than 90 days. Per customer via phone on 04nov2021, it was stated that customer used calami-septic cream containing zinc) to help with rash. And no doctor or hospital visit was needed. Per follow up via phone on 17nov2021, patient stated that the rash was turned into a yeast infection from the wicks. Representative advised to make sure to change the wicks every 8 hours and to make sure if the patient was thoroughly cleaning the area before placement. It was unknown what medical intervention was provided for the yeast infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the patient removed the purewick female external catheter, it pulled the hair and caused a rash. It was noted that the patient had been using purewick products for more than 90 days. Per customer via phone on (B)(6) 2021, it was stated that customer used calami-septic cream containing zinc) to help with rash. And no doctor or hospital visit was needed. Per follow up via phone on (B)(6) 2021, patient stated that the rash was turned into a yeast infection from the wicks. Representative advised to make sure to change the wicks every 8 hours and to make sure if the patient was thoroughly cleaning the area before placement. It was unknown what medical intervention was provided for the yeast infection.